Event description:
The hospital reported that at the completion of the coronary artery bypass graft procedure, the heartstring seal didn't unravel completely during removal process. The anastomosis was damaged. A partial clamp was applied and the fragile graft vessel was repaired. No additional complications were reported.